Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the returned product identified signs of slight wear and tear with nicks and gouges on the handle of the device as well as on the strike plate. The poly impactor tip has fractured and not all pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to mishandling. The user reported dropping the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured when it was dropped. Additional information has been requested. No additional information has been received at this time.